Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient receiving compounded baclofen 500mcg/ml for a total dose of 209.12mcg/day via an implantable pump for intractable spasticity. It was reported the actual residual volume in the pump was higher than expected, and a low reservoir alarm occurred. There was no known factors that may have caused or contributed to the issue. The pump was interrogated and then refilled and reprogrammed. The patient was to return for follow up in one week. No actions/interventions were performed at time of report. No surgical intervention occurred or was planned. It was noted that the issue was resolved at time of report and patient's status at time of report was "alive-no injury." The pump and catheter remain implanted. The patient's weight was unknown. The event date was noted as (B)(6) 2017. No further complications were reported/anticipated.